Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that (2) ar-8500rbe round burrs broke. This occurred during a case where after a couple of minutes of use they could tell something was not working properly. They took the device out of the patient and off of the handpiece and they saw that the bottom plastic had broken off and fell out of the handpiece. They opened the second burr and after about one minute of use, the exact same thing happened. They then opened a third burr with a different lot number and that burr worked properly and was used to complete the case. Additional information was provided on 11/16/2023 stating this event occurred during a shoulder scope, the subacromial decompression to be exact on (B)(6) 2023. All of the fragments were retrieved.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.